Event description:
Customer received result of more than 300 mg/dl on the aviva nano system, and results of 70 mg/dl and results "around" 100 and 110 mg/dl on a professional meter within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned to manufacturer.